Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed, however,analysis of the device indicated that a posterior needle-to-cuff miss occurred, which can have the same appearance to the operator as a suture break. Additionally, ane of the anterior cuff tabs (approximately 0.01 by 0.01 inches square) was broken off and was not returned with the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The right femoral artery was reportedly mildly calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established, in patients with femoral artery calcium which is fluoroscopically visible at the access site.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of a mildly calcified and scarred right femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was pulled back the suture broke. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.